Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast capsular contracture. Explantation month, day, and year: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses when the right breast prosthesis deflated post implantation. The deflation was diagnosed via a physical exam. Additionally, the patient developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event: - the patient age at the time of event is 43 years old. - the patient¿s left breast capsular contracture is baker grade iii. Additionally, mentor became aware that the patient¿s removed breast prostheses were replaced with mentor memorygel breast implant 370cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).